Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had foreign matter inside of the syringe. This was discovered before use. The following information was provided by the initial reporter: sticky oil like fm was inside of a syringe.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had foreign matter inside of the syringe. This was discovered before use. The following information was provided by the initial reporter: sticky oil like fm was inside of a syringe.

Manufacturer narrative:
H.6. Investigation summary five photos and two 3ml syringes each in a separate zip lock bag with unknown needles attached were received and evaluated. It was observed the ¿sticky oil like¿ substance inside the syringes was silicone and was excessive per product specification. Machine logs indicate a defective silicone gun was detected and repaired around the manufacture time of this batch. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Potential root cause for excess silicone is associated with defective silicone gun during the assembly process. Actions were taken at the time the defect was discovered and the root cause was addressed. It is possible a limited number of product with excessive silicone was not contained and got mixed in with good product. No corrective actions are necessary based on the defective rate identified. Batch 8244745 is considered in compliance with our product specification requirements. H3 other text : see h.10.